Event description:
Spontaneous call from patient to report that she was given a faulty cassette that is not working with either of her cadd legacy pumps. She gets a "no disposable, pump won't run" alarm and beeping, so she was forced to try to move that cassette to her backup pump. The same issue occurred, so then patient mixed a new cassette and the issue resolved. This is not being reported as a pump issue, due to malfunction consistently occurring with both pumps, but issue is resolved when changing the cassette. Patient is keeping the faulty cassette in case pharmacy will be retrieving it. Pharmacy to ship patient more cassettes. No other info. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.